Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 4 atmospheres for 2 seconds, the balloon ruptured and pinhole was noted. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.